Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a peri-prosthetic femoral fracture due to poor bone quality.